Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed product related. Isi requested the curved-tip stapler 30 instrument used during this event be returned, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. The stapler logs for this event were reviewed by an isi failure analysis engineer. The logs show a curved-tip stapler 30 instrument was installed on the system two times on arm #3 and fired 2 reloads (2 white). On the first install, clamping and firing were completed successfully. On the second install, clamping was completed, but was followed by a firing failure. The firing stopped at about 45% completion. An unclamp was initiated approximately 14 seconds after the firing and was shown as successfully completed per the logs. Around a minute and a half after the completed unclamp, the logs show an emergency stop (e-stop) button was pressed, followed by the use of the srk. There were no incomplete clamps or unclamps by this instrument. There were no other errors in the logs for this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted nephrectomy donor surgical procedure, the curved-tip stapler 30 instrument was stuck on the renal artery. The srk did not work to release the instrument, so the surgeon used a handheld stapler instrument to remove the curved-tip stapler 30 instrument. Additional, unplanned tissue was removed.

Event description:
It was reported that during a da vinci-assisted nephrectomy donor surgical procedure, that the curved-tip stapler 30 instrument was stuck on the renal artery. This occurred during the stapler instrument's second fire of the procedure with a white stapler 30 reload installed. During the event, the stapler instrument did not complete clamping to fire and then would not subsequently unclamp. There were reportedly no obstructions to this clamping attempt. An intuitive surgical inc. (Isi) clinical sales representative (csr) was present during this event and called isi technical support for assistance. An error appeared during this event stating the stapler blade stopped and may be exposed. The customer pressed the emergency stop button and then used the stapler release kit (srk), but the stapler jaws were still stuck. The surgeon elected to staple on both sides of the renal artery with a handheld laparoscopic stapler instrument to remove the stuck tissue and stapler instrument at the same time; there was no bleeding due to this event. The amount of renal tissue was not planned to be removed; however, the surgeon did not indicate that this event resulted in a poor procedure or patient outcome. There were no reported post-operative complications with this patient. Isi has attempted to obtain additional information from the surgeon of this procedure; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Updated a3 with patient gender.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The stapler was unable to be tested on the in-house system due to an engagement failure. A review of the instrument logs found error 22027 and error 26008 indicating the manual release knob was used on this instrument. The root cause is no problem detected. Additional observations not reported by site: the instrument was found to have a firing failure based on log review but was not replicated during in-house testing. The instrument was unable to be tested from the engagement failures. The root cause is not determinable/applicable. The instrument was also found with a broken grip cable at the pivot point. As a result, the stapler failed engagement on the system. The broken grip cable and crimp would be retained by the stapler sheath. The root cause of this failure is attributed to component failure. The stapler was examined by isi advanced failure analysis engineering (afa) and the following findings were obtained: the instrument was installed on an in-house system and failed to engage on each attempt. Wrist components were visually inspected for damage. One grip cable was found to broken at the wrist, and the cable crimp was no longer seated at the grip pulley. Log review confirms stapler was involved in a firing failure with a white reload. One minute following the firing failure, an unclamp was attempted and logged as successfully completed per the logs. The user pressed the emergency stop button and the grip release tool was used approximately 10 seconds later. Due to use of the grip release tool, it is possible that the tool was used incorrectly, which can lead to broken cables. Using too much force past designated stopping points for the release key can result in the cables breaking. It is likely that once the cables broke, the rotation of the grip input using the release key caused the cable to unravel and travel up the main tube towards the backend. The broken cable would lead to the grip release tool being ineffective at releasing the jaws, as there is no longer cable attachment to the inputs. The subsequent in-house engagement failures are a result of the broken and unraveled grip cables. Parameters of the firing failure in the logs, indicate that too much force was detected by the system during firing. This can occur due to the condition of the tissue or the size of tissue selected for the reload color. Intuitive surgical, inc. (Isi) received the stapler 30 white reload involved with this complaint and completed the device evaluation. This reload was returned with no reported complaints made against it. The reload returned appeared to be unfired. All staples were still secured in each pusher and were not observed to be deployed. Log show one white reload used in the procedure was fired successfully. The 2nd white reload used in the procedure was involved in a firing failure. Logs show the firing completion percentage was 45%, which does not align with the reload returned. The reload was dis-assembled during primary fa and no damage was found to the components. Knife blade showed no nicks or indentations, shuttle was intact, and leadscrew showed no damage. Additional observation is dried bio-debris on the cartridge material at the proximal end, indicating this reload may have been installed, but likely not fired. There was no damage indicating this reload was involved in a firing failure and appears to be in expected condition. Intuitive surgical, inc. (Isi) received the stapler 30 sheath accessory involved with this complaint and completed the device evaluation. This accessory was returned with no reported complaints made against it. Upon visual inspection, the sheath was found to be torn. The tears ranged from about .160" to .581" in length. No material was missing. The root cause of this failure is typically attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.